Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation has been completed.

Event description:
It was reported that while the ventilator was connected to a patient, a closed tracheal suction procedure was done. The circuit collapsed during the suctioning and the patient desaturated to 75%. The suction procedure was stopped and the saturation levels rose back to normal. The final patient outcome was no harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. No fault was found, no parts were replaced, the device logs were downloaded, and the ventilator was returned back to service. The evaluation of the device log shows that the ventilation mode was volume control. The ventilation was ongoing without any alarm sequences until the reported event occurred around 9 o'clock on the (B)(6). Alarms for paw high, peep low, check tubing, expiratory minute volume low, and high oxygen concentration were generated at the time for the event. After this alarm sequence was oxygen breaths function activated (100 % o2 during one minute). Ventilation was ongoing 25 minutes after the event, and then the ventilator was set to stand-by mode. The continued use of the ventilator, 25 minutes after the event, showed that the there was no ventilator malfunction. The user¿s manual for the ventilator clearly states that; if a closed-suction system is used, a pressure-based mode should be used. Settings should be adjusted to levels suitable for the patient and hospital guidelines for suctioning should be followed. According to received information from the hospital, the hospital issued an internal information note to the users reporting the incident and reminded them of the basic practice for patient suctioning. Our conclusion is that the cause for the event was related to the user¿s suctioning technique and not a technical failure in the ventilator.

Event description:
This report is supplemental report of an already received initial MDR with the manufacturer report # : 8010042-2015-00350. The initial report's date of report was july 23, 2015. This record was created as requested per the FDA correspondence that requires a supplemental report be filed electronically. (B)(4).